Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
The doctors were trying to access the anterior tibial artery from the popliteal artery and weren´t able to. They took out the victory guidewire out of the balloon to insert another wire when they noticed that the tip of the victory guidewire was stuck in the hub. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: they tried to dislodge the stuck tip by injecting saline solution into the balloon and also push it with another guidewire. What is the next course of action?: none patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The doctors were trying to access the anterior tibial artery from the popliteal artery and weren´t able to. They took out the victory guidewire out of the balloon to insert another wire when they noticed that the tip of the victory guidewire was stuck in the hub. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: they tried to dislodge the stuck tip by injecting saline solution into the balloon and also push it with another guidewire. What is the next course of action?: none patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no